Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on-site and confirmed that the no image on the flexvision monitor. Review of the system log file showed that the flexvision pc was not connecting with the host pc, indicating a malfunction of flexvision pc. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that there is no image on the flexvision monitor. No harm has been reported to philips. Philips has started an investigation of the complaint.